Event description:
It was reported the patient underwent a lumbar and cervical MRI. They had forgotten that they had an internal device. The patient did not have any complaints following the scan. Nine months later, the device was not working.

Event description:
Additional information received reported that about a year ago the patient started developing their symptom of interstitial cystitis (ic). The patient had an MRI for their back last year that was not related to their implantable neurostimulator (ins). The patient was told that the device might get damaged. When they did the MRI, the patient was told that they only saw one lead and they thought there were 3 leads.

Manufacturer narrative:
Product ID 3093-33, lot# v105576, implanted: 2008 (B)(6), product type lead, product ID 3037, serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported it had been more than a year since the patient had a patient programmer. Six-eight months ago the patient's interstitial cystitis flared-up and she did not have a programmer to adjust and control her symptoms. The patient saw her physician a couple of weeks ago and he made some changes with his clinician programmer; it was noted the patient felt "fine" when she left his office. It was reported the patient experienced painful stimulation one night when her stimulation increased with positional movement and "it seemed like the device reset itself." The event occurred when the patient laid down but "no matter what position she was in it would not stop hurting." The patient went to the hospital 5 days prior to this report for pain control due to the stimulation issue. Her physician met her at the hospital the next day and turned off her stimulation. The patient had an appointment with her physician the date of this report and it was noted she was considering having her device removed. Her physician told her to order a replacement patient programmer. Additional information has been requested but was not available as of the date of this report.